Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) glucose readings and alerts on the ilet immediately after completing a firmware update, during which the sensor appeared to be attempting to re-pair; before guided troubleshooting was completed, readings resumed and the sensor successfully paired on its own. No adverse clinical symptoms reported and no impact to blood glucose. Outcomes included no need for medical intervention and no hospitalization. User support included user education and real-time verification that signal and pairing were restored. Investigation of this case revealed a transient post-update communication disruption between the cgm sensor and the ilet that resolved spontaneously once pairing completed, with no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was temporary signal loss associated with device communication following firmware update.